Event description:
The doctor claims that the mesh was implanted in 2004, for an incisional hernia repair. Four days later, the pt was diagnosed with massive cellulitis of the abdomen with "perculent" exudate in the abdominal cavity. The cellulitis was observed to be 10cm in either direction of the incision. The pt had a temperature of 102 degrees f. Antibiotics were started two days later. The pt was returned to surgery the following day, the mesh was removed and the wound debrided and left open to granulate in. The pt came under the care of a wound care specialist six days later. The outcome of the case and the pt's post-operative condition are not available at this time.